Event description:
Information was received from a prospective consumer regarding a patient with a device that was used off-label for pudendal nerve stimulation. It was reported there were many instances of the therapy not being effective; lots of people who got the procedure and it failed or got the procedure and it didn't work. The patient and physician were unknown and no further complications were reported or are anticipated.